Event description:
The customer contact reported no flow. The tubing set was connected to an unspecified adapter, and was being used to deliver an unspecified hydration fluid. It was reported that after the delivery was started, no flow was noted. The tubing set was replaced, and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.